Event description:
It was reported that the patient felt that the pump was moving in the pocket. A pocket revision was planned. The patient did not have any symptoms. It was later reported that on (B)(6) 2013 the catheter was revised and the pump was repositioned due to the patient¿s extreme weight loss. It was later reported that the pump was delivering baclofen 2000mcg/ml at 1200mcg/day and was decreased to 600mcg/day. The entire pump segment of the catheter was replaced during the revision. It was later reported that the baclofen in the pump was lioresal and the patient was doing well following the revision.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).